Event description:
The patient reportedly experienced overly loud stimulation and a decrease in performance with her device. External equipment was exchanged and programming adjustments were made. However, the problems were not resolved. Testing indicated that the device was functioning. However, it was decided to explant the pt's device due to poor performance and significant behavioral decline. Surgery to explant the patient's device was scheduled.